Event description:
It was reported that the device was advanced to the lesion, location not disclosed, without any resistance. The cutting wire broke when "turned on the electricity with erbe 200." Reportedly, the cutting wire did not detach from the device. The procedure was completed with a second autotome sphincterotome device. At the conclusion of the procedure, the patient's condition was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.